Event description:
The trilogy evo was returned to the manufacturer's repair and service center for evaluation due to a failed pre-test concerning the active exhalation control module. No medical intervention was specified. The device was not reported to be in clinical use at the time of the allegation. The device was repaired by replacing the trilogy evo proportional valve and solenoid valve. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.